Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:35:59. During night drain cycle 13, the patient's ultrafiltration reading was 1487ml, indicating the home patient (hp) drained 1237ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4).the homechoice (hc) device was evaluated and the increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was determined to be a use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.